Manufacturer narrative:
The pt expired; however, the exact date is unk. The MFR is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 16 months post-implant, it was reported that the pt was found dead in his home. Neighbors had contacted police as the pt was not seen for a couple of days. It was suspected that the pt expired 2-3 days prior. It was also reported that the pt was found connected to his batteries and it appeared that he fell down and vomited in the area where he was found.